Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. No additional information was provided.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and minor scratches on lcd window.